Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room with slow ventricular tachycardia (vt) and cardioversion was performed. It was also reported that the right ventricular (rv) lead was observed with undersensing. The rv lead was reprogrammed and later explanted and replaced. Additionally, the right atrial (ra) lead was observed with possible undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.